Event description:
It was reported that an oasys polyaxial screw tulip disengaged post-operatively. X-rays confirmed that the screw head had come off and the ideal alignment had been lost. Revision surgery was performed to re-install the rod for correction. The surgeon removed the disengaged screw, then replaced it with a screw that was one size longer.

Manufacturer narrative:
D.10 was updated to reflect product return. Visual inspection: the screw was returned with the tulip disengaged from the shank. There was slight deformation on the bottom of the tulip in a singular direction, where the tulip disengaged from the shank. The returned shank had a witness mark from the rod. The size of the witness mark indicates excessive force applied to the screw while tightening. There was also deformation found on the tulip threading that is consistent with cross threading or misalignment of the blocker. The returned blocker also had its inner hex stripped, which can be a result of over tightening. Device history records were reviewed an no relevant manufacturing issues or similar complaints were identified. Based on inspection of the returned screw and what was reported by the sales rep, the most likely root cause is excessive force applied to the blocker during tightening. There is indication that the blocker may have been misaligned with the tulip, most likely due to the tight surgical space the surgeon was working within, which would have caused more force to be applied eventually causing the tulip to disengage.

Event description:
It was reported that an oasys polyaxial screw tulip disengaged post-operatively. X-rays confirmed that the screw head had come off and the ideal alignment had been lost. It was additionally reported that the patient experienced "possible dysphagia". Revision surgery was performed to re-install the rod for correction. The surgeon removed the disengaged screw, then replaced it with a screw that was one size longer. It is unknown if the patient is still experiencing dysphagia.

Manufacturer narrative:
B.5. Has been corrected to include "possible dysphagia." Updated d.6. With implant date.

Event description:
It was reported that an oasys polyaxial screw tulip disengaged post-operatively. X-rays confirmed that the screw head had come off and the ideal alignment had been lost. It was additionally reported that the patient experienced "possible dysphagia". Revision surgery was performed to re-install the rod for correction. The surgeon removed the disengaged screw, then replaced it with a screw that was one size longer. It is unknown if the patient is still experiencing dysphagia.